Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected. Brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected. Version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. Our field service engineer investigated the unit on-site and both the internal leakage test and the pressure transducer test failed. Both the internal and expiratory pressure transducer printed circuit boards (pcb), along with the nozzle units within the gas modules, were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the reported failed tests. The pressure transducer pcbs and the nozzle units were returned for further investigation. Visual inspection and inspection of images from the on-site investigation revealed that the feather springs on both nozzle units were deformed and angled more than expected. Due to the significant deformation of the feather springs, no further analysis was needed. Simulated use testing was performed on the returned pressure transducer pcbs. No issues could be reproduced for the inspiratory pressure transducer pcb. The expiratory pcb, on the other hand, failed both the pressure transducer test and the internal leakage test during the pre-use check. Additionally, a peep high alarm was generated during ventilation. Measuring the zero-pressure voltage for the expiratory pressure transducer pcb revealed a drift, no significant imbalance was identified in the wheatstone bridge for the expiratory pcb. Microscopic inspection revealed a significant amount of dust/particles/debris inside the expiratory pressure transducer pcb, likely causing the reported malfunction. Our investigation concluded that the reported problem was due to a broken pressure sensor on the pressure transducer pcb. Microscopic inspection revealed dirt and particles in the ceramic cavity on the sensor's chip. Earlier investigations indicated that these contaminants affected offset measurements, but once removed, the sensor functioned normally with no offset drift. Additionally, the reported problem could also be attributed to the deformed feather springs on the nozzle units, as their faulty angles can negatively affect gas delivery, leading to deviations in both flow and pressure. The root cause of the dirt/particles/debris in the ceramic cavity and the faulty angle of the feather springs has not been determined. The pressure transducer pcb is part of the ventilator¿s pressure measurement system. A faulty pressure sensor can lead to inaccuracies in pressure measurement, which will be detected during the pre-use check. Alarms will activate if a failure occurs during ventilation. The nozzle unit, consisting of a membrane, mouthpiece, and feather spring, regulates gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control the gas flow.